Event description:
Pt reported having revision surgery to correct the access port placement because it had allegedly "tipped form early on." The pt noticed "pain since day one" and indicated that "it was obvious at xray 8 months after that was the issue as well as months before that on fluoro. I endured endless sticks at the fluoro for the surgeon to try to get a fill." Pt also reports "I am at a stall on my weight loss."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of inadequate weight loss as follows: "(B)(4)." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and... Port site pain."